Manufacturer narrative:
Vyaire complaint number (B)(4). Customer replied that there was no patient involvement, no patient injury and no medical intervention needed. Device evaluation: the device was received for evaluation at the vyaire medical facility. Investigation revealed no functional issues, and no loss in pressure was observed. The reported issue could not be duplicated, and a root cause could not be determined.

Manufacturer narrative:
(B)(4). The customer reported that their entire fleet of sipaps are about 6 months overdue for their 2 year overhaul. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that sipap ventilator lost pressure during ventilation on a patient in nicu. At this time, there is no information regarding patient impact associated with the reported event.